Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the right side, suffered deflation post-operatively. The deflation was diagnosed via physical examination. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, tear a measuring approximately 1.5 cm was observed on the posterior view. Leak testing was performed in accordance with mentor procedures and it revealed an additional tear b measuring approximately 0.1 cm within siltex cracking area on the posterior view. Microscopic examination was performed to tear a and the cause of the rupture could not be identified. Causes of deflation of saline- filled implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. On the other hand, the evaluation of the tear b determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. The second product received is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/27/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient had undergone bilateral removal and replacement with the following devices: (right) 405cc mentor memorygel breast implant catalog: smpx405 lot: 7737403 sn: (B)(4) and (left) 405cc mentor memorygel breast implant catalog: smpx405 lot: 7723102 sn: (B)(4). Manufacturer¿s reference number: (B)(4).